Manufacturer narrative:
A ticket search determined normal complaint activity for lot 01003fn00, and no trends were identified for the issue for the product. Return testing was not completed as returns were not available. Historical performance of reagent lot 01003fn00 was evaluated using world wide data from abbottlink. The median population result for the lot is comparable with all other lots in the field and falls within established baselines, confirming no systemic issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. The complaint ticket documents that treating the sample by passing through an nabt tube resulted in a decrease in anti-hbs levels, suggesting the possibility that a non-specific interferant in the sample may be a contributing factor in this case. Based on the investigation no product deficiency was identified for the architect anti-hbs reagent, lot 01003fn00.

Manufacturer narrative:
Patient identifier = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues. This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82.

Event description:
The customer reported false reactive architect (B)(6) results on one chronic (B)(6) patient. The results provided were: on (B)(6) =>250iu/ml confirmed by neutralization / (B)(6) = 158 miu/ml and (B)(6) positive; on (B)(6) 2020 (B)(6) = 352.64mui/ml (>10ui/l = protective) / retested on (B)(6) 2020 =326.36 / vidas (B)(6) = <3miu/ml (negative); in 2013 (B)(6) = 2786.22iu/ml and confirmed by neutralization / (B)(6) = 3.23miu/ml (negative). There was no reported impact to patient management.